Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of sensing amplitude variation and noise as well as a high ventricular rate (hvr) noted. No intervention has been performed and the patient was stable and will continue to be monitored.

Event description:
Related manufacturer report number: 2017865-2018-14572. Additional information was received indicating that the patient expired in their sleep. The cause of the death is unknown. There is no alleged malfunction against any abbott device. Additional information was requested but was not available.